Event description:
Event description guidant received information that this pacemaker has been explanted and replaced with another pacemaker due to an unspecified failure. No adverse patient effects were reported.